Manufacturer narrative:
(B)(4). The customer report of an absent/incorrect pressure reading was not confirmed by visual inspection of the customer supplied photo. The customer provided three photos for analysis and the complaint of an absent/incorrect pressure reading could not be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " incident occurred on (B)(6) 2023. The arterial catheter was inserted on (B)(6) 2023 in the operating room. Less than 24 hours later, it was impossible to use it to measure blood pressure and take samples. It was necessary to puncture the patient in arterial. Issue was identified during use on patient, patient condition was not reported.

Event description:
It was reported that " incident occurred on (B)(6) 2023. The arterial catheter was inserted on (B)(6) 2023 in the operating room. Less than 24 hours later, it was impossible to use it to measure blood pressure and take samples. It was necessary to puncture the patient in arterial. Issue was identified during use on patient, patient condition was not reported.

Manufacturer narrative:
(B)(4).